Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Technical support engineer (tse) reviewed logs and found a plethora of faults associated with all consoles. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a training or demo of the da vinci system, the customer had to restart the system several times due to faults. The technical support engineer (tse) reviewed the logs and found a plethora of faults associated with all consoles. The site was not using system for training at this time. There was no report of patient involvement.